Event description:
It was reported that the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces, minor scratched lcd window, cracked lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.